Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of o2 cell solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. In this case, the o2 cell (which is used for the measurement and is not affecting the ventilation) has been replaced in order to repair the device. This is also one of the recommendation from service manual for troubleshooting of o2 concentration low alarm, pointing to occurrence of the error with measurement, not with gas delivery. It has been confirmed that mentioned part reached the end of its life. Therefore, the exact root cause has been determined as expected wear and tear. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model # d1 - brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
It was reported that the ventilator generated alarm indicating o2 concentration issue. There was no patient harm. Manufacturer's ref. #: (B)(4).